Event description:
A report was received that the patient was experiencing a buring sensation at the ipg site, severe shocking, and warmth while charging. The ipg database analysis confirmed no abnormalities were present. However, the physician has recommended an ipg revision.

Manufacturer narrative:
Additional information indicated that the patient underwent a pocket revision procedure. The physician explanted the ipg and implanted the patient with a new ipg. The patient is reportedly doing well following the procedure. Device analysis confirmed the complaint. The device read low impedances with no load attached. It was determined that the analog ic had damage which allowed current to leak through the case node and deposit excessive charge on output capacitors 1-3, 6-8, 10-13 and 15-16. The damage to the analog ic is a result of the patient undergoing an MRI procedure. Our literature clearly states MRI is not to be performed on a patient that is currently implanted with a precision scs system.

Event description:
A report was received that the patient was experiencing a buring sensation at the ipg site, severe shocking, and warmth while charging. The ipg database analysis confirmed no abnormalities were present. However, the physician has recommended an ipg revision.